Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise and the counters would start to count for ventricular fibrillation (vf) detection. The lead was capped and replaced. No patient complications have been reported as a result of this event.